Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. The patient experienced vomiting, headache, paleness, thirst. When the patient experienced symptoms the cgm was reported to show a stable reading. The patient was given extra water by the mother, but when this did not result in improvement, the patient was brought to the hospital by the parent. At the hospital a fingerstick was taken and the cgm was reading 130 mg/dl and the blood glucose reading was 500 mg/dl. It was reported that the patient had ketoacidosis and received treatment with unspecified intravenous treatment. The patient was discharged 3 days after the event date, and at the time of the final update with the reporter, the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.